Event description:
The customer reported being hospitalized due to high blood glucose of 550mg/dl. The customer mentioned having flu symptoms. Troubleshooting was performed. The customer stated that she pulled the infusion set while staying at the hospital and the cannula was bent. The customer changed the infusion set, but her blood glucose started to rise. Then the customer took off the infusion set and found that the cannula was bent again. During the call was found that the customer wears the infusion set over three days and has used the same lower abdomen area for the past three years. Reminded the customer to change the infusion set and reservoir every two to three days. The time, date, and bolus wizard were correct. Assisted the customer to run a manual prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.